Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were stored episodes of oversensing on the right atrial (ra) lead. In addition, there was both oversensing and undersensing exhibited with the right ventricular (rv) lead. Follow-up with the clinic confirmed that the sensing issues occurred at the same time as the patient underwent an atrioventricular node ablation; electromagnetic interference with the patient's implantable cardioverter defibrillator (ICD) was stated to be the cause of the issue. The ICD remains in use. No patient complications have been reported as a result of this event.